Manufacturer narrative:
The customer¿s complaint that the y-site broke could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the y-site broke during patient use.